Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the device was removed and the plastic scope tip was missing. Another scope was obtained and the patient was placed on their left side. The scope was inserted and the plastic scope tip was found in the hypopharynx and removed using a roth net without incident to the patient. There was no delay in the procedure but the length of the procedure was extended retrieving the end cap. There was no patient harm or injury reported.

Event description:
This supplemental report is being submitted to correct the following fields d3 and f14, for the manufacturer information.